Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that two drawers were not detected on the bus due to internal component failure. The field service engineer had replaced the control board on drawer 3.3 and the pyxis assembly board for drawers 3.1 and 3.2 and verified operation through the hardware test application and confirmation by the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es two drawers were not detected on bus and required maintenance. Customer tried to restart, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.